Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The system was examined and the reported event was replicated. The host module was reseated to all of the connections, to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on october 24, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ¿internal-component wear/reliability¿ due to loose connections inside host module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system "hung" during routine check of the equipment. There was no patient involvement.